Event description:
It was reported that the bd ultra-fine¿ pen needle broke during use and left small pieces in the patient's skin. The following information was provided by the initial reporter, translated from german: "patient claims that currency of use, small pieces of the needles remain in the skin."

Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pen needle broke during use and left small pieces in the patient's skin. The following information was provided by the initial reporter, translated from german: "patient claims that currency of use, small pieces of the needles remain in the skin."